Event description:
Patient had long standing type 1 diabetes and multiple complications. Had frequent episodes of severe hypoglycemia. Husband often used glucagon to help bring her back (often = 3 times per week). She also had episodes of dka every 2-3 months due to recurrent uti's and pyelonephritis. On the dexcom she had been doing somewhat better. On mdi so difficult to know insulin doses. Was wearing the dexcom and her husband left to go and visit his brother. When her returned home she was dead due to severe hypoglycemia. I am attempting to get her sensor back so dexcom can review what happened when she died.